Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned for the one malfunction and photo was provided for review. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the titanium implantable port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information received indicated that model 0606150j implantable port allegedly experienced material deformation. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned for the one malfunction and photo was provided for review. The damage was identified on septum based on the sample evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium implantable port products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information received indicated that model 0606150j implantable port allegedly experienced material deformation. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. The information received indicated that model 0606150j implantable port allegedly experienced material deformation. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation and two photos were provided for review. The investigation is confirmed for the deformation of the port septum. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium implantable port products that are cleared in the us. The pro code for the products is identified in d2. H10: g4. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.